Event description:
During closure of the umbilical trocar site, a vicryl suture (size 0, needle: ur-6) was being used. During one of the passes of the needle through the tissue, the needle broke off into the patient. The surgeon had to perform a mini-laparotomy to retrieve the broken needle. This extended patient anesthesia time as well as or time.======================manufacturer response for suture, adsorbable, needle, coated vicryl plus (per site reporter).======================company representative met with or manager.